Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: stent delivery system (sds) was returned for analysis. A visual examination of the device found that there was no stent on the sds. The stent was not returned for analysis. As part of the analysis, a review of the manufacturing data for the stent profile was performed. The maximum stent profile for the complaint device at the time of manufacture was within maximum crimped stent profile measurement. A stent protector was returned covering the balloon. The stent protector inner diameter (ID) was measured and was within stent protector ID measurement. A visual examination of the bumper tip showed signs of damage on the distal edge of the tip. The balloon body was visually inspected and no issues were noted. The stent protector was removed distally from the balloon during analysis and it was noted that the balloon was bunched at the proximal end. It appeared as if the stent protector was inserted to cover the balloon when the stent had detached which most likely caused the balloon damage. A visual and tactile examination found a kink within the strain relief. A visual and tactile examination of the inner and outer lumen and mid-shaft section found on issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 27sep2017. It was reported that crossing difficulties were encountered. The target lesion was located in the tightly calcified left circumflex (lcx) artery. After pre-dilatation, a 2.50x20 mm promus element ¿ drug eluting stent was advanced for treatment. However, the device was unable to cross the lesion. The procedure was completed with a different device. The patient's status was stable. However, device analysis revealed stent detached/separated.